Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, dizziness and/or headache, kidney disease/toxicity, liver disease/toxicity and lung disease. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, dizziness and/or headache, kidney disease/toxicity, liver disease/toxicity and lung disease. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. Correction includes box b: adverse event or product problem to "both" and with outcomes attributed to ae "other". There were no other corrections required.